Event description:
It was reported that following an implant procedure, the patient developed an infection at the ipg site which was confirmed through bloodwork. Symptoms of pain and swelling were noted. The physician stated that the infection was likely device related and not procedure related. The patient was placed on antibiotics.

Manufacturer narrative:
Sc-1216, (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that following an implant procedure, the patient developed an infection at the ipg site which was confirmed through bloodwork. Symptoms of pain and swelling were noted. The physician stated that the infection was likely device related and not procedure related. The patient was placed on antibiotics. Additional information was received that the patient was admitted to the emergency room (ER) due to intermittent sharp pains and undesired stimulation at the pocket site. It was also mentioned that the physician noted puss at the midline and battery incision site. The patient underwent an explant procedure and was doing well postoperatively.

Event description:
It was reported that following an implant procedure, the patient developed an infection at the ipg site which was confirmed through bloodwork. Symptoms of pain and swelling were noted. The physician stated that the infection was likely device related and not procedure related. The patient was placed on antibiotics. Additional information was received that the patient was admitted to the emergency room (ER) due to intermittent sharp pains and undesired stimulation at the pocket site. It was also mentioned that the physician noted puss at the midline and battery incision site. The patient underwent an explant procedure and was doing well postoperatively.